Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Staples did not deploy during functional testing. The device was disassembled and it was identified that the sled component was missing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of this failure has been attributed to improper reject disposition by human intervention at an automated assembly station. The product analysis established a relationship between a device failure and the reported incident of staples did not deploy. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right superior lobectomy, while being applied at the section of the superior pulmonary vein, after activation of the stapler, no staple came out, but the surgeon was able to press the green button and squeeze the handle. The procedure was converted to a thoracotomy leading to an extended surgical time of more than thirty minutes. They noted a blood loss of more than 500 cc and the incision was also extended more than one inch. They completed the case by setting up the clip.